Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Anticipated but not begun.

Event description:
It was reported that the pump became unresponsive and could not be turned on. There was no impact to the customer's blood glucose level. It was indicated that the customer would use a backup pump as alternate insulin therapy.